Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event was not confirmed. The tip of the adapter was still in the threads of the stem trial. However, there is no indication the trial contributed to the event. Thread fracture of the impactor adapter is a known failure. There were scratches on the trial consisten with extraction. There was no sign of trial fracture. There is no indication the trial contributed to the reported event and is considered concomitant.

Event description:
It was reported that patient was revised on a right hip due to loosening. Non stryker components were explanted. During the revision surgery upon insertion of the trial stem it was stuck in the canal and broke in half. Upon extraction the threaded extractor broke in the stem. Surgeon used another trial and extractor and completed the surgery without any delays.

Event description:
It was reported that patient was revised on a right hip due to loosening. Non stryker components were explanted. During the revision surgery upon insertion of the trial stem it was stuck in the canal and broke in half. Upon extraction the threaded extractor broke in the stem. Surgeon used another trial and extractor and completed the surgery without any delays.